Manufacturer narrative:
This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she is not getting insulin delivery. Customer's blood glucose level was over 600 mg/dl during the incident. Customer states that she changed the tubing on her infusion set at least three times over the past 24 hours. Customer reported receiving a no delivery alarm. The customer is expected to return 3 infusion set and 3 reservoirs.